Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the blue sureform 60 reload during this reported event for failure analysis investigations. The stapler logs show the first sureform 60 stapler instrument (part #480460-09, lot #l11230214-0597) used was installed on the system 5 times and fired 5 reloads (2 green, followed by 3 blue). On installs 1-4, the first clamp was successful, and the firings were completed with no pauses for compression. On install 5, the first clamp was successful, but was followed by a firing failure, stopping at ~98% completion. The logs show an error code for the firing failure. There were no incomplete clamps, or incomplete unclamps for this instrument. The instrument was then removed and not used again in the procedure. There were no additional stapler related errors in the logs. The stapler logs also show the sureform 60 stapler instrument (part number #480460-09, lot #l11230216-0549), was installed on the system 2 times and fired 2 reloads (1 black, followed by 1 green). On both installs, the first clamp was successful and the firings were completed with no pauses for compression. There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. The instrument was then removed and not used again in the procedure. There were no errors in the logs pertaining to this instrument.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, tissue was damaged when a blue sureform 60 reload was fired with a sureform 60 stapler instrument. Intuitive surgical inc. (Isi) contacted the surgeon and obtained the following information. The surgeon was continuing a prior staple line when an error message of "tissue too thick" appeared and the sureform 60 stapler instrument stopped firing. As a result, there was a hole in the stomach and a tear on the tissue side. The hole in the stomach required additional sutures for repair, no additional tissue resection was needed. The surgeon relates this event to the pausing of compression and tissue pushing out of the blue sureform 60 reload during compression and the attempted firing process that produced the hole in the stomach. No staples were delivered onto tissue, or dumped. Buttress material was used during this event. A leak test was performed with no additional concerns. The surgeon opened a new sureform 60 stapler instrument and completed the procedure robotically. The patient did not experience any complications post-operatively.